Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) to request a review of this implantable cardioverter defibrillator (ICD) stored device data due to the device recorded high out of range shock impedances. Ts reviewed the stored daily measurements trend data and was able to confirm intermittent high out of range shock impedances on the right ventricular (rv) lead channel that measured greater than 125 ohms. Ts discussed review with the hcp and recommended for a commanded shock test for further evaluation of the device system and lead integrity. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.